Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shocks due to far-p oversensing. Decreased sensing amplitude and loss of capture were observed. Fluoroscopy showed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.